Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: cook was informed of an incident involving a ncircle delta wire tipless stone extractor. It was reported that the basket of the device would not close during a cysto with ureteroscopy and holmium laser procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one ncircle delta wire tipless stone extractor. The device was returned with the handle in the partially open and close position, and the basket formation was partially open. The mlla (male luer lock adapter) was loose, but the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.8 cm in length. The basket sheath had a curve located approximately 9 cm from the mlla. Function test determined the handle actuates the basket formation, but the basket formation does not appear fully open. With the handle in the closed position, there is 2 mm of basket formation visible at the distal end of the sheath. The handle was disassembled during investigation. The support sheath and basket sheath were still adhered. The basket formation could be manually actuated, but there is still 1 mm that stick out when fully closed. The handle was reset and reassembled. Function test observes handle now fully open and closes during actuation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that would open and close as the handle was functioned, but it was noted that the basket would not fully open. The basket sheath was bent approximately 9 cm from the handle. It is possible that the slight sheath damage was enough to affect the ability of the basket to fully open. The cause of the sheath damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation = non-healthcare professional: materials manager. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a ncircle delta wire tipless stone extractor was used for a cystoscopy. The user noted that the device would not open or close. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patients body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.